Event description:
The customer reported the device was damaged in relation to the sound abatement foam (uno) recall. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding the foam recall. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is being submitted to correct the description of an event or problem previously reported. The dreamstation auto CPAP device was returned to a third-party service center. The device was visually inspected during the evaluation, and no evidence of foam particles/degradation was found. The unit was without contamination. In addition, the upper enclosure was scratched and had damaged buttons, and the lcd screen had debris. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the description of an event or problem previously reported. The dreamstation auto CPAP device was returned to a third-party service center. The device was visually inspected during the evaluation, and no evidence of foam particles/degradation was found. The unit was without contamination. In addition, the upper enclosure was scratched and had damaged buttons, and the lcd screen had debris. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.